Event description:
It was reported that the surgeon inserted an aq21010v three piece silicone lens and it would not in the sulcus. The lens was removed and an acl was implanted without any pt injury. The reporter stated the incident was due to a pre-existing pt condition.

Manufacturer narrative:
(B) (4) - other, no product allegation - eval: results (other): visual inspection of the returned product showed a dried dark residue, however, there was no visible damage to the lens. (B) (4).